Event description:
It was reported that the patient presented in clinic to reposition their right atrial (ra) lead due to dislodgement noticed post initial implant procedure. The dislodgement was discovered via a chest x-ray (cxr). The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2022. The patient was stable throughout the procedure.